Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller unit. The device was evaluated and it was noted that t4 not cooling was determined to be an intermittent chiller bypass valve based on the patient data provided showing t4 not dropping and tech support notes indicating a full chiller tank. The device cooled properly during assessment. Replaced the chiller assembly sn (B)(6) with sn (B)(6). Decon tech noted short fill once at beginning of decon. The double bend tube was expanded. The root cause of the initial short fill was not determined by the decon tech. The device filled normal during assessment testing. Other repairs completed included replacement of the double bend tube due to expansion of the tube found during servicing. The device was put through a post repair functional check during which the device was heated above 30°c, cooled below 6°c, and the bypass flow was verified adjusted to 1.8 +- .5 l/m at 28°c and -7.0 psi. The device was calibrated using ctu ID # 0626. An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had a arctic sun device was not cooling. The device would not go below 29 degrees. They checked chiller temperature (t4) and that was also around 29 degrees. The user had biomed to check the chiller tank for water and it had plenty of water in it. The device coming in for chiller pump/chiller assessment and it will have the quote revised. Per sample evaluation results on 22sep2023, it was reported that the decontamination tech noted short fill once at beginning of decontamination. The double bend tube was expanded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had a arctic sun device was not cooling. The device would not go below 29 degrees. They checked chiller temperature (t4) and that was also around 29 degrees. The user had biomed to check the chiller tank for water and it had plenty of water in it. The device coming in for chiller pump/chiller assessment and it will have the quote revised.